Manufacturer narrative:
Based on the information provided by the patient, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed, or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions that led to necrosis of a tooth.

Event description:
The customer reported tooth #10 necrosis while wearing the aligners. Medical intervention is required and a root canal will be performed. Aligner treatment was not discontinued.